Event description:
It was reported that a pt slipped and fell riding bike on a trail on (B)(6)-2011. Pt had a very communicated humeral fracture that extended the length of the bone. A 3.5 mm lcp periarticular proximal humerus plate 8 hole was implanted on (B)(6)-2011. Four months post op the plate was discovered to be broken at the proximal portion, approximately (B)(6) 2011. Surgeon noted distal portion of the comminuted fracture was stated as either a delayed union or a nonunion. The hardware was removed in approximately (B)(6) 2011 and the pt was revised to a different style plate.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.